Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). The target lesion was pre-dilated with a 2.50 non-compliant balloon. The 3.00 x 38 promus premier select drug eluting stent was deployed to treat the target lesion. After the stent was deployed, a dissection at the proximal edge of the stent in the ostial lad was noted. Another stent was deployed to cover the dissection after prolonged balloon dilatation and the procedure was completed successfully. The patient was stable post procedure and fully recovered.